Event description:
The customer reported c-arm is displaying iris potentiameter fail. No pt injury was reported.

Manufacturer narrative:
The svc rep performed collimator stop calibration. Checked operation. Machine works as intended.